Event description:
Report received of an unrequested bolus dose. The pump came down to the biomed dept with an unsigned note that stated, it gives a dose without the program button being pushed. The customer was contacted for additional info. It is unspecified if the pump was in clinical use with a pt, or if the event occurred during pump set up. There was no reported pt injury associated with this pump. Though requested, no additional info was available.